Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since the patients were irradiated in another position than intended, although: - there is no indication of an error or malfunction of the brainlab device. - the corresponding measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. - according to the hospital for none of those patients negative clinical effects are expected due to this positioning error. According to the results of brainlab investigation, the root cause for the incorrect patient position is an insufficient fusion between drr and x-ray images. This was apparently not detected by the user with the according verification functionalities of the software that are available. There is no indication of a malfunction or quality or performance issue with the brainlab device. According brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. Brainlab intends to offer an additional training to this hospital. Device not available for evaluation..

Event description:
The hospital informed brainlab that two different patients, who had been positioned at the linear accelerator using the brainlab exactrac x-ray positioning system, were treated in an erroneous position (patient 1 treated on (B)(6) 2015, patient 2 treated on (B)(6) 2015). For determining the correct position of the patient for treatment x-ray images have been obtained, which are automatically fused to the digitally reconstructed radiograph (drr). From this the software calculates the required shift to be applied to position the patient / target for the irradiation. After the treatment it has been detected by the hospital that there was an incorrect positioning of about 25 mm (for patient 1) and 15 mm (for patient 2) from the intended treatment target. For none of those patients negative clinical effects are expected due to this positioning error.